Manufacturer narrative:
The hospital reported they replaced the flows sensors and returned the unit to service.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, when clinician switched from manual ventilation to mechanical ventilation, delivered tidal volume was noted to be approximately 1700ml (set tidal volume was 500ml). The clinician switched to manual mode of ventilation and calibrated the flow sensors. The reported complaint was not resolved. The flow sensors were reportedly replaced and resolved the reported complaint. There was no reported patient injury.